Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Unable to perform the no delivery test due to prime anomaly. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Pump received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after excessive no delivery alarm, customer received a motor error alarm. Customer's blood glucose was 13.8 mmol/l. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.